Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: power events were observed in the pump black box occurring on (B)(6) 2015. Moisture was observed behind the pump display screen lens. The pump casing was observed to be cracked on the battery compartment threads and below the grip pad, and on the right hand side of the display lens. The battery cap was able to tighten securely to the pump. During testing, the pump powered on with functional audible tones but the display remained blank and there was no vibration. A leak test was performed and the pump was found to be leaking from the cracks in the pump. The pump was opened and moisture damage was observed throughout the inside of the pump. Full testing of the power issue was unable to be completed due to the moisture damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.